Manufacturer narrative:
The insulin pump passed dat test. All operating currents are within specification. No unexpected low batt or off no power alarms noted. The pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly during testing. The pump was received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. No damage noted on the keypad overlay.

Event description:
The customer reported via phone call that they had emergency room visit due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. Cracked insulin pump was also reported. The customer experienced symptoms such as tiredness. The customer was wearing the insulin pump during the hospitalization. The device is expected to be returned for analysis.